Manufacturer narrative:
This report is filed march 31, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent infections at the abutment site. Subsequently, the patient was prescribed antibiotics (date not reported) and skin was excised (date not reported). The implanted device remains.